Event description:
Reporter alleged the lancet used for blood glucose testing would not retract back into the lancet device, after it had been used. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.